Event description:
A customer contacted baxter's (B)(4) to report a verify initial drain message on the homechoice (hc) machine during initial drain. The technical service representative (tsr) explained the prompt. The homepatient (hp) stated that there was air in the patient line. The tsr recommended that hp end therapy and start over with new supplies. The tsr then walked hp through ending therapy early procedure. There was no patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). Follow up with the patient's niece revealed that the patient denies any symptoms or medical intervention at the time of this report. She also stated that the supplies were discarded and the patient was able to continue therapy. This complaint was not confirmed in the lab due to a lack of sample. From a follow up call by product surveillance, the patient was able to resume therapy successfully with new supplies. The lot number is unknown therefore a batch review was not performed. There was not enough data within the complaint information to identify root cause; therefore the root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.